Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tlc55 instrument locked out 2cm after starting of firing. Another instrument was used to complete the case. There was no consequence to the patient.